Manufacturer narrative:
On march 18, 2026, the dealer was informed that an end user on mobility chair was involved in a motor vehicle accident while in use by a male client. The device was determined to be non-repairable and will be disposed of. The client sustained a serious injury, reported as a fractured left hand. A replacement chair has been quoted (ref: (B)(4). Additional patient demographics (age, height, weight) are pending.

Event description:
On march 18, 2026, the dealer was reported that the end user was on mobility chair and was involved in a motor vehicle accident while the client was operating the chair. The chair was deemed non-repairable and will be disposed of. A replacement chair quote (ref: (B)(4) has been processed. The male client sustained injuries, including a fractured left hand. Additional patient details (age, height, and weight) are pending from the dealer.